Event description:
Boston scientific received information that this device was returned with no field allegation. There was a telemetry issue which made it so you could not interrogate the device upon return. No adverse patient effects were reported.

Manufacturer narrative:
Currently, analysis is pending. Report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device was thoroughly tested and analyzed. This device was found to have no telemetry when it was received. This was the result of a severely depleted battery. The root cause analysis for the cause of the severely depleted battery was inconclusive and the cause was unknown.